Event description:
Ethicon endo-surgery contour curved cutter stapler reload, came apart into several pieces while the surgical tech was attempting to reload the stapler. FDA safety report ID # (B)(4).